Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. (B)(6). Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
During the top cover upgrade of the cardiosave intra-aortic balloon pump (iabp) the internals were inspected and water ingress has been observed. There was no patient involvement and no adverse event was reported.

Event description:
During the top cover field action upgrade of the cardiosave intra-aortic balloon pump (iabp) the internals were inspected and water ingress was observed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) visited the site again and reported that the iabp was observed running in the biomedical area with no issues. The customer asked the fse to give it a service and check it out. The fse sprayed the affected area with pcb cleaner and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.